Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A defective cable was discovered and causing the reported black image to occur. It was also noted that the button plate was defective. The cable and button will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus 4k autoclavable camera head was not producing an image during procedure preparation. According to the initial reporter, this event caused no harm or injury to the patient. Additional details relating to the patient and the event have been requested but were not provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the defective cable could not be determined. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿. ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿. ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿. ¿do not use excessive force when wiping the external surfaces of the camera cable.¿. ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿. ¿never use a clamp or forceps to attach the camera cable to another object.¿. Olympus will continue to monitor field performance for this device.